Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages and did not power on using dc power. Complainant indicated that there was no patient involvement in the reported malfunction.